Event description:
The advocate stated on monday august 23rd, they attempted to test the customer's blood glucose on 2 occasions, but his contour meter was dead. The next morning around 2am, the meter still did not work and the advocate had to call 911. The customer was taken to the hospital. He was still hospitalized at the time of the call. No other information was provided about the incident. Customer service attempted to contact the advocate after the initial call, but no additional information was obtained. The customer went to the pharmacy to have the meter replaced. At this time, no product will be returned.